Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple intermittent cartridge alarms (cartridge alarm 30) occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. No reported adverse impact to the customer¿s blood glucose.